Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a routine follow up. Upon interrogation, the pacer was found to be in backup vvi. The patient had a history of several cat scans and radiation treatment. The device was successfully restored. The patient was stable and will be followed normally.